Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The voluntary user medwatch number is mw5035908.

Event description:
It was reported that a boston scientific sling was used during a hysterectomy procedure performed on (B)(6) 2011. According to the complainant, post procedure, she experienced pain that eventually became unbearable, infection, swelling and inflammation which resulted to lymphedema. Her urethra, nerves and muscles in her pelvic area were also affected. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.